Event description:
Caller reported a significant drop in the integrated battery charge, decreasing by 65% over a brief period. There was no adverse impact to the caller¿s blood glucose level, as the abrupt change in power did not lead to a shutdown. The customer service team educated the caller on battery jumps and offered information on updating the pump software, explaining that tandem resolved the issue through a software update. The caller was provided assistance on managing the issue until the update could be applied, and they acknowledged and understood the resolution steps.